Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing air bubbles and high blood glucose levels. The customer¿s blood glucose level was 505mg/dl at the time of the incident. The customer stated the air bubbles were the size of champagne size. The customer was advised air bubbles are acceptable and they may continue to use the current reservoir. The reservoir and insulin pump will not be returned for analysis. No further details are given.